Event description:
The initial reporter stated that the pump failed to deliver a bolus after it had been requested. Mmd did try to clarify if the keypad buttons were able to complete the bolus delivery, but the information provided was vague. Mmd did follow up with the initial reporter, who stated that the complaint had occurred during testing and that they had no further information about the complaint. [Complaint-(B)(4).

Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, no investigation could be performed. This report will be updated if the device is returned to mmdg.

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmd for investigation, the pcb board had been damaged by fluid ingress, and this caused the bolus test to fail, however, the keypad was able to function as expected, and a bolus can be delivered by using the bolus key as a back up. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump failed to deliver a bolus after it had been requested. Mmd did try to clarify if the keypad buttons were able to complete the bolus delivery, but the information provided was vague. Mmd did follow up with the initial reporter, who stated that the complaint had occurred during testing and that they had no further information about the complaint. [Complaint-(B)(4)].